Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys / expiration date: 14-jul-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for eval? No. Dev rtn to MFR: no. Mfg date: 04-feb-2020. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died during implant of the leadless implantable pulse generator (ipg) when a possible perforation occurred. It was noted that the patient had stents implanted two days prior to the leadless ipg implant.